Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 3.1 failed to recover. The customer attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. As per part investigation, it was determined that there was white residue marks observed on the assy tray hh during external inspection. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report of the med es- failed drawer was confirmed during fse testing. According to work order (B)(4), field service engineer (fse) logged into hardware test application and confirmed that the drawer 3.1 row a was not showing. Fse shut down the device and replaced row board. The drawer was tested with hta fse saved results in d:/support/hta results. Finally rebooted the application and customer inventoried medication in the drawer. All the tests were passed with no issues. Dchu investigator received one (1) used assy tray hh with fluid marks along the board. Due to the condition of the assy tray hh observed during external inspection, no further tests were necessary. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the medstation main drawer 3.1 failure was associated with fluid ingress, evidenced by white residue marks observed on the assy tray hh during external inspection. This condition may compromise the electronic integrity of the pcba and can result in rows of pockets not being detected. Due to the damage observed, pocket detection testing could not be performed; however, the condition found is consistent with the type of failure reported by the customer.